Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator tip was cracked and not inserted (captured in MDR report # 9680794-2022-00063). Additional information received from customer that the dilator body was also damaged. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the dilator tip was cracked and not inserted (captured in MDR report # 9680794-2022-00063). Additional information received from customer that the dilator body was also damaged. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material was observed at the dilator tip. Visual examination revealed that the dilator hub was partially separated from the body. It was also noted that the dilator tip was damaged. The dilator length from the hub to the distal tip measured 21" which is within the specification limits of 20 7/8"-21 21 3/8" per the dilator graphic. The dilator outer diameter measured .1075" which is within the specification limits of .107"-.110" per the dilator extrusion graphic. The dilator inner diameter at the distal tip .041" which is within the specification limits of .040"-.043" per the dilator extrusion graphic. The instructions-for-use (IFU) provided with this kit instructs the user, "holding sheath in place, remove spring-wire guide and dilator." The dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged dilator hub was confirmed by complaint investigation of the returned sample. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. A CAPA has previously been initiated to further investigate this issue. The CAPA investigation indicates the probable root cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.